Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was re-positioned due to high thresholds in multiple rv locations. Lead remains implanted, but will be evaluated further for repositioning or replacement in the future. No adverse patient events were reported. Should additional information become available, this file will be updated.